Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A 5f mynxgrip plug deployed outside of the patient and was visible outside the body when the user shuttled up. Hemostasis was achieved by manual compression. There was no reported patient injury. The operator was certified on the use of the device. The mynx vcd was used in a peripheral intervention case using a retrograde approach. A non-cordis sheath was used in the procedure. The patient had a history of peripheral vascular disease (pvd). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The duration for manual compression was less than 30 minutes. The patient was not hospitalized and the hospitalization was not extended as a result of the event. The patient¿s status was recovered. Patient demographic details were requested but were not available. The device will be returned for evaluation.

Manufacturer narrative:
A 5f mynxgrip plug deployed outside of the patient and was visible outside the body when the user shuttled up. Hemostasis was achieved by manual compression. There was no reported patient injury. The operator was certified on the use of the device. The mynx vcd was used in a peripheral intervention case using a retrograde approach. A non-cordis sheath was used in the procedure. The patient had a history of peripheral vascular disease (pvd). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The duration for manual compression was less than 30 minutes. The patient was not hospitalized and the hospitalization was not extended as a result of the event. The patient¿s status was recovered. Patient demographic details were requested but were not available. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle, the syringe was connected to the device with the stopcock open, the procedural sheath was on the outer cartridge tubing, fully retracted, and the advancer tube was observed to have been separated from the device. The sealant was not returned with the device. The condition of the returned device is like a complete removal of the device. The device was inspected for anomalies which may have contributed to the reported incident. No anomalies were observed. Per functional analysis, the sealant of the returned device was not returned; therefore, a complete investigation could not be conducted. A product history record (phr) review of lot f2031802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment ¿ unable¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. There were no damages or anomalies noted to the returned device. A complete physical evaluation could not be preformed as the sealant was not returned for analysis. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.